Manufacturer narrative:
Initial reporter phone number: (B)(6).

Event description:
It was reported that the stent was broken and another stent was placed over the broken stent. A 6x150x75 innova stent was implanted during a procedure for percutaneous transluminal angioplasty (pta) on (B)(6) 2018 in the superior femoral artery (sfa). The stent was occasionally checked as the patient had other lesions requiring treatment. On (B)(6), the patient was being treated to eliminate stenosis of the lower leg. It was then observed that the stent was broken. There were no patient complications and no occlusion. The stent was repaired with another stent being placed between the broken sections of the 6x150x75 innova stent. The procedure was completed.